Manufacturer narrative:
H10: per the customer¿s response/obtained information, it is unknown if reprocessing was implemented in line with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was found in the nozzle due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, protector of universal cord on control section side, the universal cord, the image guide protector, the switch5, the switch4, switch1, the scope connector, the connecting tube, all had a scratch, the paint on suction cylinder was peeled, the scope connector had a dent, the scope connector was dirty due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on the bending section cover had white-clouded area, the adhesive on bending section cover had a crack, the adhesive on bending section cover had a chip, due to wear of angle wire, the play of up/down knob was out of the standard value, and the scope-connector had discoloration. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It was unknown if there was lag time between the end of clinical use and the start of pre-washing. Pre-cleaning: it was unknown if the facility flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. It was unknown if the facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope could not supply air/water. The air was coming up to the air/water supply button, but it was not coming out from the tip. The issue was found during preparation for use of a diagnostic procedure. The procedure was successfully completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.